Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently under engineering. The reported problem (will not power up) has been confirmed. Upon receipt, the monitor was unable to power up. A supplemental report will be sent upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A zoll patient service representative (psr) contacted zoll customer support after visiting a (B)(6) male patient to report that the patient's monitor was unable to power up. The patient was issued a replacement monitor.